Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unit received with corroded motor home switch. No loud buzzing noted. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump had a blank display. Customer's blood glucose was unknown mg/dl. The customer was advised the possible causes of blank display. The customer stated that the device was not dropped nor bumped and it was exposed to sweat. The customer also reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was unknown mg/dl. The customer stated that the device was exposed to sweat. Customer stated that the device is vibrating without alarm or alert. Customer stated that the device display went blank immediately after the exposure to moisture. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.